Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a precise pro rx ous carotid system, 5f, 7mm x 30mm, 135 cm self-expanding stent (ses) was released before use. There was no report of patient injury. The device will be returned for analysis.

Manufacturer narrative:
A report was received that the stent of a 7 x 30mm 135cm precise pro rx carotid system prematurely deployed prior to use on a patient. This issue was noted when the device was removed from its¿ packaging. The procedure was completed with another 7 x 30mm 135cm precise pro rx device with no reported patient injury. One non sterile unit precise pro rx ous carotid system, 5f, 7mm x 30mm, 135 cm was received with an open hemostasis valve and with a returned but deployed stent. Two kink conditions were observed on the wire lumen at 2.5 cm and 5cm from the distal tip. Dried blood residuals were observed. Dimensional analysis of the stroke length (pin-pull sds) found that the device was within specification. Functional testing could not be performed since the stent had been deployed. The device and stent were inspected under the vision system that confirmed the wire lumen kinks. No damages were observed on the stent. A review of the manufacturing records revealed that it met specification prior to release. The reported ¿stent delivery system (sds) - deployment difficulty-premature/prior to use¿ was confirmed based on the visual analysis. The root cause of this event and the kinks may be related to the handling process as the product was received with the hemostasis valve already open. According to the instructions for use (IFU), this device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device¿s removal from the tray. Users are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. Given the results of the product analysis, procedural factors may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A new device of the same catalog number was used to successfully complete the procedure. The intended procedure was carotid artery stenosis (cas) surgery. The target lesion was the internal carotid artery. The internal carotid artery (c1) was tortuous. There was no calcification. Stenosis was 80%. When the device was removed from the packaging it was found that the stent had been released. The product was handled and prepped properly according to the instructions for use (IFU). The device will be returned for analysis.